Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 6 pro knife was broken. They opened another system and finished the procedure with success. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 6 pro knife was broken. No components of the device (metal/silicone) detached into the harvesting tunnel / inside the patient. They opened another system and finished the procedure with success. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: h-6 from ¿1069¿ to ¿2981¿.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/22/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device handle, cannula, c-ring, bisectors, and blade. The c-ring, bisector electrodes, and bisector blade were observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The c-ring was able to be retracted and extended using the c-ring slider with no physical or visual difficulties. The bisector rod was also able to be retracted and extended within the cannula with no physical or visual difficulties; however the bisector blade was unable to be extended and retracted using the toggle. The rocker assembly was unable to be used to extend and retract the blade and did not function properly. The rocker assembly was unscrewed so the individual pieces could be examined. A microscopic investigation was conducted. The pullrod ball was observed to be out of the socket of the rocker arm, providing no connection between the two components. Due to the lack of connection, the assembly came apart when the screws were removed with no physical force used. As demonstrated in the DHR, the device undergoes the final testing described in 90509699 part 6 (tool inspection) to ensure that the assembled device functions as expected before release from the factory. Based on the returned condition of the device, the reported failure "material twisted/bent" was not confirmed; however the analyzed failure "mechanical problem" was confirmed. The DHR, shop floor paperwork was reviewed. The device lot conforms to all applicable product specifications. All device components pass 100% inspection. The DHR, shop floor paperwork is available for review as an attachment to the record. Per 90509699 rev ah, all bisectors are inspected to make sure that the tool extends, retracts and rotates. The bisector is also inspected to make sure that when the toggle actuates, the bisector blade extends and retracts and the toggle rocker assembly remains seated. The lot # 3000232377 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.